Manufacturer narrative:
Nothing is being returned for evaluation; device discarded by user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off; for this particular issue this hypothesis applies, the surgeon did repeatedly bump up against bone. Also, this is a single use device, and it was not established that the device was used only once, which could have aided to this particular failure mode as well. We attribute the devices breakage to technique, a user issue. At this point in time no further action is necessary, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep is reporting to us that during an arthroscopic shoulder repair, the surgeon was manipulating an expressew suture passer and kept bumping up against the acromion; a portion of the distal tip of the expressew suture passer needle broke off into the patient's joint space. They cannot articulate if the fragment was able to be flushed from the joint space or not; they just do not know, however, the procedure was concluded successfully without further issue or harm to the patient. The complaint device was discarded at the user facility.